Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2010 to treat stress urinary incontinence and symptomatic frequency as well as incomplete bladder emptying and pelvic organ prolapse. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer - filed report - (B)(4).